Manufacturer narrative:
(B)(4). Were any noises heard such as 'whistling' or 'hissing'? Yes. If so, did the 'noise' prevent insufflation? Unk. Was there a drop in pressure? If yes, did this affect the visibility of the surgeon? Unk. What was the gas consumption rate or volume (liter/minute)? Unk. Were you able to identify where the leak was coming from? Yes. Was a device inserted in the trocar during the leaking? Yes. If so, what device? A 5mm. Was any torque being applied to the trocar or device? Unk.

Event description:
It was reported that during a laparoscopic anterior resection procedure, the surgeon was taking 5mm instruments in an out of the trocar, and it constantly leaked throughout the procedure through the duckbill and reducer valves. It is unknown how the procedure was completed. No consequences for the patient. One device was discarded.

Manufacturer narrative:
(B)(4). Information is unavailable; device was not returned for evaluation.